Event description:
A filter did not open completely following deployment via a jugular approach. The filter was successfully retrieved utilizing a snare. Another filter was successfully placed without pt complications. This device was destroyed by the user facility. Therefore, no failure analysis will be available. "Results of multicenter study of the modified hook filter" published in 9/19/91 edition of the journal of vascular surgery documents a factor associated with this type of incident, "when the carrier system is not centered in the vena cava but against the wall, the filter will be discharged into a narrower folded area of the cava". Co believes this factor may have contributed to this event. However, as this device has been destroyed and no failure analysis is available, co cannot determine the exact cause for this event. Directions for use state: "confirm location of the carrier capsule by injecting contrast through the handle of the introducer catheter. Do not attempt to move or manipulate an engaged filter. In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe".